Manufacturer narrative:
Mindray's representative evaluated the system and confirmed operation including alarm function. It was noted the bed-to-bed review function had not been configured to generate alarms. Analysis of system logs from the patient database were collected and confirmed that alarms were generated by the benevision on (B)(6) 2020 at 12:28pm and at 12:33pm.

Event description:
It was reported that on (B)(6) 2020 a patient being monitoring on the benevision central monitoring system expired. Sometime prior the clinician reports observing abnormal vital alarms at a display located in the corridor, however no alarms had been triggered from the bed-to-bed review function on (B)(6) at 12:28pm and 12:33pm .